Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced a thrombus, sepsis, multi-organ failure, and the pump exhibited above normal power. The patient expired and the cause of death was multi organ failure.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event the reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption beginning on (B)(4) 2018 to parameters above normal operating range; however no alarms have been logged for the past 14 days of data leading up to (B)(4) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.